Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
Analysis of the returned device identified; underweight and broken shell and others. A visual and microscopic analysis was performed which identified; missing shell (0-25%) and striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.